Manufacturer narrative:
It was reported the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was unable to flush properly, and the fluid was leaking out of the hemostatic valve. The caller noted that this was prior to inserting the dilator through the valve. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence. Device evaluation details: on 21-jul-2021, the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. This finding was reviewed and determined it continues to be deemed an MDR reportable malfunction. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device and no internal action related to the complaint was found during the review. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed that field g1. Manufacturer site city, was misspelled in the 3500a initial medwatch report as ¿irivine¿ and has now been corrected to ¿irvine¿.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation occurred. It was reported the carto vizigo" 8.5f bi-directional guiding sheath medium was unable to flush properly, and the fluid was leaking out of the hemostatic valve. The caller noted that this was prior to inserting the dilator through the valve. The vizigo sheath was replaced and the issue resolved. The procedure continued. There was no patient consequence. Additional information received indicated the internal rubber gasket separated from its original position. It was visibly not in the right position. The gasket did not appear to be broken. The external ring was not affected. The defect was noted during prep and before the dilator had been inserted therefore it was not used on a patient.